Event description:
It was reported that during an unknown procedure, after fired, noted the staples malformed and then during the surgery, after fired, noted oozing. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/02/25. D4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples, how was the bleeding controlled? Compression, how much blood was lost (ml)? Unknown, did the patient require a transfusion? No, was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. D4: batch #unk. Corrected data: h6 (type of investigation). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. Device history review : a manufacturing record evaluation was performed for the device lot e24070032, and no non-conformances were identified. Fg date of mfg:2024-07-18;fg expiration date: 2027-07-17.